Manufacturer narrative:
Complaint (B)(4). Samples were only recently received and their evaluatiaon is still in progress. As soon as the investigation is completed a supplemental report will be filed.

Event description:
(B)(6) 2023, processing did not have issues with tubes not separating correctly. Specimens were collected from different patients on different floors and ed department. The tubes were initially centrifuged in different centrifuges. Specimens are either not spinning all the way or, if spun in ed lab and sent in tube (pneumatic tube) system, gel is at the top of tube and specimen looks like whole blood - plasma and cells mixed. Biomed checks the centrifuges on a regular basis. Centrifuges have been checked and are set according to validated settings. Customer will re-centrifuge tubes and specimens seem to separate properly.

Manufacturer narrative:
Received 19pcs 454008p/b221136t for evaluation. Received customer photos. We have no further inventory of this material/batch. We have no further complaints for this materials/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were visually and functionally evaluated. No deviations related to the reported error could be observed in tested samples. The complaint cannot be confirmed.